Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states no bolus advice was recommended for a test result of 297 mg/dl due to 2.6 units of active insulin. The pump history confirmed that there are no boluses in the meter data that would account for the active insulin. No adverse event alleged. A request was made for the return of the device.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.